Manufacturer narrative:
(B)(4). The device was received for sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and verified the reported issue of a disconnection between the tubing and the drip chamber. Further visual inspection revealed that before the disconnection, the tube was initially fully inserted inside the chamber's pip. An ncr has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a solution set disconnected from the drip chamber when it was taken out from the packaging by a nurse. There was no patient involvement. No additional information is available.